Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2011) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol 3dmax (device 1). An additional supplemental emdr was submitted to represent the bard/davol 3dmax (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh (x2) on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax meshes (left - device 1, right - device 2). Per op notes, ¿a direct hernias were noted on both sides. A medium 3dmax meshes (device 1, 2) were placed on both sides and attached to pubic tubercle and cooper ligament using tacks.¿. (B)(6) 2016 ¿ patient was diagnosed with recurrent left inguinal hernia thereby underwent robotic repair with the implant of synthetic mesh. Per op notes, ¿a recurrent hernia was noted on left side. On right, there was no hernia. A synthetic mesh was placed into left recurrent hernia defect and closed the peritoneum using sutures.¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol 3dmax (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh (x2) on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.